Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician was unable to reproduce the reported problem. A supplemental medwatch will be submitted if additional information becomes available.